Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however pictures were provided and examined. Upon examination of the pictures, it was noted that the suture was exposed from the carrier tube assembly. The sheath was found to be removed from the deployment sleeve of the evolution body, which was in the rear lock position with the color bands fully exposed. No portion of the compaction tube, anchor and collagen could seen in the given pictures. No other visual anomalies were identified. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was delivered, the collagen went out and it did not work. The patient condition was ok. Additional information was received 22jan2020. The procedure performed was a femoral catherization. A 6fr procedural sheath size was used. A pre-deployment angiogram was performed. Manual compression was applied to achieve hemostasis. The procedure was not successful, and the patient presented bruises. Additional information was received 30jan2020. While the doctor retracted the device, the collagen left the patient's body, pressure was applied to achieve hemostasis.